Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacturer's field service engineer (fse) reported that during servicing, the fse found the screen had line in it and it is hard to read. There was no patient involvement.